Event description:
A 49-yr-old pt admitted on 11/29/95 with malignant external otitis and perichondritis of right ear. Infectious disease consulted and IV antibiotics begun. PICC catheter inserted 12/11/95. Within a few hours, pt developed temperatures to 104 degrees, diarrhea and nausea. Multiple causes ruled out. On 12/15/95, PICC catheter discontinued and pt's temperature returned to normal within a few hours and nausea and vomiting subsided. Discharged on oral liprofloxacin. Catheter in right basilic vein.